Event description:
Please refer to initial MFR. Report #9611500-2018-00398.

Manufacturer narrative:
There was no log file available that would capture the period in question. The dispatched dräger service engineer could determine a malfunction of the pressure regulator for the auxiliary oxygen cylinder. After replacement of the part the workstation passed all tests and could be returned to use. The detail in the users report about the alleged missing of alarms can neither be confirmed nor denied due to the missing log file. Per design, the machine will post a high-priority alarm if the pressure in the gas supply falls below a certain threshold. If a malfunction in the pressure regulator does not establish reserve gas supply from the cylinder after opening of the cylinder valve this can be observed from the fact that the alarm will not disappear. Part of the test procedure after a significant service ingress into the device is the testing of the alarm generation by provoking a missing central gas supply. Since this test was passed there is no indication that it might no have worked during the procedure in question. Dräger finally concludes that the event was not representing a single fault condition. The users admitted to have failed to plug in the workstation to the central gas supply correctly. The additionally occurring malfunction of the pressure regulator was then preventing from introduction of the additional cylinder supply. In such gase the fresh gas composition inside the device will be based on air supply, a safety feature called s-orc cuts-off eventually used n2o dosage. An "inspfio2 low" alarm will also be posted in accordance to the limits defined by the users. Furthermore can be considered that the users did not perform the daily pre-use check according to manufacturers' recommendations. The aforementioned test of the "o2 supply low" alarm is part of the check list for the daily test - the user shall provoke a cut-off from wall supply and close the cylinder valve to see if the alarm will be generated. The malfunction o the pressure regulator would have been detected that way prior to patient use.

Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that the device did not deliver o2 from the backup cylinder during an outage of the central gas supply. There was no injury, but it was reported that the device did not post any alarms.